Manufacturer narrative:
Medtronic received additional information that the batteries were installed on (B)(6) 2023, lot number 0011493358 and lasted less than 2 years. The batteries were needed to transport the patient to another location, but they held a charge for less than 10 minutes. The display battery charge indicator and battery alarms functioned appropriately, and a hand crank was not used to maintain flow to the patient. Device evaluation summary: the reported issue that the batteries would not hold charge was verified during service. The issue was resolved by replacing the battery,12v,6.5 ah ,certified*2. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the use of a 560 bio-console instrument, the batteries would not hold charge. A backup device was used. No patient complications have been reported as a result of this event.